Event description:
It was reported that during interrogation of the patient's generator a warning message was received that read 'this software is not compatible with this model of generator.' Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the neurologist indicated that the device 'seemed to be eri.' It was reported that the patient&#39;s generator was unable to be interrogated by the surgeon. The patient was sent for surgery the following day on (B)(6) 2013 and the surgeon was again unable to interrogate the device which was reported to be due to end of service. Troubleshooting was performed; however, no details were provided as to the steps performed. It was reported that the surgeon's office believed the device was at end of service and that no malfunction was suspected. The generator was explanted on (B)(6) 2013. The explanting facility reported that the generator was discarded and will not be returned to device manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the generator device history record confirmed that all quality tests were passed prior to distribution.